Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited noise. Noise was replicated with pocket manipulation. The lead remained implanted.